Manufacturer narrative:
The investigation for the reported hematoma has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The patient had been managed with an act (activated clotting time) of over 300 seconds for the percutaneous cardiac intervention. Therefore, the root cause of the reported access site bleeding was most likely related to anticoagulation management.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported while on impella 2.5 support, the patient experienced a hematoma at the impella access site. As a result of the formation of the hematoma, the impella 2.5 was explanted. Manual pressure was held to resolve the hematoma after explant. The patient¿s outcome was provided as ¿stable¿.